Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury (no treatment) associated with the posterior leaflet fraying and flail was due to the loss of capture. The cause of the reported difficult or delayed positioning (leaflet capture) associated with the clip losing capture could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted with no reported issue. During placement of the third clip, both leaflets were able to be grasped with full leaflet insertion. It was noted that a loss of leaflet capture was experienced. After several attempts the clip was able to be placed on the leaflet, however; it was noted that there was some fraying on the posterior leaflet. The clip was moved to a different position and implanted with no further complication. The physician noted a flail where the clip was previously placed. Mr was reduced to grade 3-4. There was no clinically significant delay in the procedure or adverse patient sequelae. No additional information was provided.